Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st, 2nd 3rd and 4th distal stent wraps with struts raised. Slight deformation was evident to the distal tip. A kink was visible on the distal shaft at 24cm proximal to the distal tip. The inner lumen patency was verified. Com code: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a resolute integrity rx drug eluting stent to treat a moderately calcified and moderately tortuous proximal rca lesion with 80% stenosis. There was no damage noted to packaging and there were no issues when removing the device from the hoop/tray. The device was inspected and negative prep was performed with no issues. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. The physician observed that the device had difficulty in crossing the lesion and resistance was observed; excessive force was not used. The procedure was completed with another resolute integrity device (30018x) and there was no injury to the patient. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Analysis of the returned device confirms that stent deformation had occurred during positioning.